Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter connection to the extension tubing was deformed and leaked during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about the leakage of the infusion fluid from the catheter connection. According to the customer's report, when connecting with the extension tubing after catheter placement, the connection part was found to be deformed into an elliptical shape and leakage occurred from there.".

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.